Event description:
A surgeon reported that a scratch in the center of the optic was noted after insertion of the intraocular lens (iol). The surgical incision was enlarged in order to remove the iol. The surgeon stated that after removal he felt the scratch seemed to be a crack. Additional info has been requested.